Event description:
Caller reported aviva system blood glucose results of 223 mg/dl and 115 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).